Event description:
It was reported that the ilet touchscreen sustained damage resulting in a cracked display, while the device remained usable and no alerts or alarms occurred; the problem involved a fracture of the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information and images they provided. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.